Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set a clinician was moving a patient in bed and was stuck when picking up a separated piece of the push button blood collection set that was exposed. The clinician went to employee health to report incident.

Event description:
It was reported that after use of the bd vacutainer® ultratouch¿ push button blood collection set a clinician was moving a patient in bed and was stuck when picking up a separated piece of the push button blood collection set that was exposed. The clinician went to employee health to report incident.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.